Manufacturer narrative:
(B)(4). Dil cath: 2.5x15 nc apex; guide wire: bsc choice, asahi lite; guide cath: cordis 3.5, 7f; stent: 3.0x38 taxus liberte. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. Further, stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. In this instance, it is likely that the stent became disrupted on the balloon while attempting to advance the stent delivery system (sds) through the anatomy and during retraction of the sds, the stent implant became stuck as it interacted with the previously implanted stent, ultimately leading to the stent dislodgement. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the failure to cross and stent dislodgement appear to be related to operational context.

Event description:
It was reported that the xience v stent dislodged inside the patient. The procedure was to treat a bifurcation lesion in the left anterior descending (lad) and diagonal artery. Using a 7f guide catheter, a non-abbott guide wire was placed in the diagonal and an asahi light was placed in the lad. A non-abbott 3.0 x 38 stent was implanted in the mid-lad. A 2.5 x 15 non-abbott balloon was advanced through the implanted stent into the diagonal and inflated, at which time a dissection occurred. The 2.5 x 18 xience v stent was then advanced for treatment of the dissection, but it only was able to advance part way; therefore, the delivery system was removed. Once outside the patient, the stent was noted to have dislodged and was stuck with the previously deployed stent. A snare device was used and was able to pull the stent out of the artery, but during removal, the stent was lost again in the aorta. A second attempt at snaring the stent was successful and all devices were removed together from the patient. The dissection had stabilized; therefore, the decision was made to leave the patient with the one stent implanted in the lad and balloon only in the diagonal. There was no reported adverse patient sequela. The patient is currently in stable condition. No additional information was provided.